Event description:
MFR received a report from the dealer that the pt was using the chair outside when the fork allegedly snapped where the "u" meets the stem. This caused the pt to allegedly be thrown from the chair.